Event description:
It was reported that the mobile programmer application experienced an unexpected error message. Troubleshooting steps were taken to include performing an uninstall and reinstall of the mobile programmer application, however a diagnostic message was displayed indicating that there was an error connecting to the server. The application was restarted and the install was successfully complete. However, the unexpected error message reoccurred upon launching the application and required multiple relaunch attempts before it would launch successfully. Further troubleshooting steps were advised to include swiping to close the application when not in use and restarting the host tablet regularly. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.